Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
The end-user reports a red; blistered; excoriated red to the peristomal skin. This area is under both the mass and the adhesive border. She has been trying to make her supplies last as long as possible. Well past the 7 day wear time. She was taping the wafer in place. There was leakage under the wafer but she did not change the appliance. Product use and skin care instructions provided.